Event description:
The quality assurance laboratory technician reported that during laboratory analysis of the device, there was color distortion when the central control monitor's flat panel interface node controller (fpinc) board was flexed. There was no patient involvement.

Manufacturer narrative:
The quality laboratory technician observed color distortion on the central control monitor while manually applying mechanical pressure to the fpinc board. A residue was noted on most of the fpinc connector pins. The pins were cleaned and reassembled and the central control monitor operated to manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.